Manufacturer narrative:
Philips received a complaint on the heartstart xl+, the initial report stated the device was a mrx.

Event description:
This report is based on information provided by philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device passes the discharge test but the value is close to the lower limit. The fse evaluated the device on site. It was determined that this was a malfunction of the capacitor. The fse replaced the capacitor to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the capacitor to resolve the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.